Event description:
It was reported that during an oncology case and revision, the screwdriver tip broke while trying to disengage peripheral screw.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.